Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the display was frozen on the "preparing for fill" screen. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose was 140 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified; however, the alleged touchscreen issue was unable to be verified due to a different issue found.